Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2026.the issue occured with 2 infusion sets. The blood glucose level was high at the time of the event and got treated with correction injection via multiple daily injection (mdi).the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 2.